Event description:
The clinic reported that a laser vision correction patient presented with blurry vision in left eye 2 days post treatment. The account reports that the laser did not deliver proper amount of treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.00 x -.50 x 10, left eye pre-op 20/20 -2.25 x .00 x 90. Patient's symptoms resolved on (B)(6) 2015. Secondary surgical intervention was required as patient had enhancement procedure.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. A preventive maintenance was performed on the equipment on (B)(4) 2015 and equipment was within specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.